Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during a procedure on a patient.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide assembly, three dilators, catheter, and other various components for evaluation. The guide wire was observed to have many bends inside the body of the wire. The distal j-bend, along with both the proximal and distal weld appeared intact. No other defects or anomalies were observed. The overall length of the guide wire measured 100.5cm which is within specification of 98.75-101.25cm per product drawing. The outer diameter of the guide wire measured 0.0378" which is within specification of 0.0375-0.0390" per product drawing. The returned guide wire passed through the catheter, and all three returned dilators with minimal resistance. A manual tug test confirmed both the distal and proximal weld was intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not insert or withdraw guidewire forcibly from any component. The wire may break or unravel. If guidewire becomes damaged, catheter and guidewire must be removed together." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had many bends throughout the guide wire body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during a procedure on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during a procedure on a patient.